Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). The user reported that they had one test cassette that did not produce a control (c) line but did produce a test (t) line. Then they reported that they had another test cassette that produced a bold test (t) line but a barely visible control (c) line. Purchased from kaiser.

Event description:
Invalid result(s). The user reported that they had one test cassette that did not produce a control (c) line but did produce a test (t) line. Then they reported that they had another test cassette that produced a bold test (t) line but a barely visible control (c) line. Purchased from kaiser.

Manufacturer narrative:
Case outcome: refer to (B)(4) form b investigation (previously investigated for the same issue). Retention samples were tested, and the complaint issue was not found from the retained cassettes. The complaint is not verified the following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - added "device evaluation" and "additional information" h3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.